Event description:
Customer reported having bgs oscillating between high and low (46-319) prior to the pod initiating an occlusion alarm. The customer did not report a kink or blood present in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.